Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of adhesive peeling around the lens was due to stress of repeated use, external factors and/or handling of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to a pinhole on the universal cord, water tightness was lost. In addition to peeling of the adhesive around the objective lens, the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; and due to damage on the control section, the angulation lever did not move smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was air/water leakage while using the endoeye flex 3d deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.